Manufacturer narrative:
A complete analysis and testing of the sensors showed that they were functioning properly and passed all functional testing. After testing it was concluded that the sensors operated within specifications. No adhesive anomaly could be confirmed due to the sensors being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. Customer stated that she has been receiving calibration and lost sensor errors on her insulin pump. The patient was assisted with trouble shooting and found that the sensors needed to be replaced. No further information was provided.